Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm vessel sealer extend instrument for failure analysis investigation. The instrument was analyzed and was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. Cut and seal test were performed and passed. The instrument was fully functional. No product issue was found.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, the 8 mm vessel sealer extend became hot to the touch. The instrument was shaking, and the tip could not be straightened while inside the patient abdomen. The trocar placement was correct, and the surgeon grips were not over extended. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.